Manufacturer narrative:
Date of report : 04apr2019, date rec¿d by MFR : 21mar2019. Information was received that the customer replaced the sensor board and then the unit displayed a flash programming error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacture date: 18apr19. Report date: 24apr19. Multiple attempts were made to obtain information on the repair/service of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated a pressure sensor failure error code. No patient involvement. Event date not specified; estimate used.